Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020 the patient's lead was repositioned and therapy was restored post-operative.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiving ineffective stimulation due to lead migration that occurred on an unknown date. As result surgical intervention will occur on a later date.